Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with the device about 2 months ago. The patient was originally set at 2.0, and when they returned for adjustment and monitoring, it was switched to 1.5. Upon checking the device, it looked like it went to 1.0. The patient was doing fine and had a follow-up appointment.

Event description:
Additional information received reported that the issues had been resolved and it appeared that it was user error the first time around.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a hearing aid in the ear close to the shunt, and it possibly may have had some interaction with the shunt. It was stated that during the follow-up appointment, the patient underwent an x-ray to determine if the shunt had changed settings since the previous appointment, and it was determined it did not. The nurse practitioner used the stratavarius programmer to adjust the setting down to 1.0. It was then confirmed by using the programmer. The patient was due for a follow-up appointment in 3 weeks. In a discussion after the appointment, it was determined it may have been an error by the person programming the shunt and not a malfunction of the shunt. More information will be gathered at the follow-up appointment.